Event description:
It was reported that the right atrial lead exhibited high pacing threholds and high impedance. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.